Event description:
It was reported while using bd vacutainer® push button blood collection set, there was poor sleeve function of one (1) device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b. Jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® push button blood collection set, there was poor sleeve function of one (1) device resulting in sample leakage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. However, functional tests were conducted on 30 retained samples. One of the retained samples failed the functional test due to sleeve leakage observed from poor sleeve recovery. Additionally, all 30 retained samples passed another set of functional tests, showing proper activation with no evidence of defects or leakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.